Event description:
It was reported that the patients ipg was tilted. It was mentioned that the patient could feel the edges of the ipg more pronounced. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned.